Event description:
It was reported that, during a meniscus repair surgery, when tried to take out the needles of the set meniscus mender out of the pack, both needles snapped. Non-significant delay was reported, and it is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A corrective action for this failure mode is in place, therefore, it is know that there was a relationship between the product and the reported event. The complaint was confirmed, and the root cause was associated with device design. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue a complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for further evaluation.